Event description:
A (B)(6) female pt called zoll customer support to report that her monitor was making a humming noise and then wouldn't power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (humming noise, won't power up) has been confirmed. Upon evaluation the monitor was resetting and wouldn't fully power up. Upon investigation, there was a segmentation fault while performing the flash memory test. The cause of the problem was isolated to flash memory components u102 and u105 on computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the flash failure. The pt received a replacement monitor.